Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties with leaking cartridges. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. As a corrective action, the customer administered a correction injection via multiple daily injections. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.